Manufacturer narrative:
This supplemental report is being submitted to provide the device's final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for evaluation, and the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 full initial reporter establishment address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope is suspected of poor reprocessing due to inadequate water filter handling of the endoscope reprocessor. It was additionally reported that the gastrointestinal videoscope was used in a procedure. There was no report of patent or user harm as a result of the event.